Event description:
It was reported to philips that the device was not charging an installed battery. It was noted that when the battery was placed in another known working device, it would charge as intended. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.